Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012 on a patient over 18 years. The patient identifier, age, and weight are unavailable. According to the complainant, a fluid loss was reported during the heat up phase. The procedure was aborted. It was noted the patient received a burn, in a "little strip", to her cervix. The burn was treated with silvadene. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.